Manufacturer narrative:
Due to character restriction in block e1 event is name is (B)(6), e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) safety disk is due for replacement and helium flowing faster than specified. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
After further investigation, it was identified that the reported failure has been reported already under mfg report number 2249723-2025-0003724 and this was only a routine safety disk replacement. Please refer to mfg report number 2249723-2025-0003724 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0003712 in your database.